Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was treated with vancomycin and ceftazidime for the event. The patient was discharged from the hospital and recovering from the peritonitis. No additional information is available at this time.